Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer ran a precision test, and the precision results were not within specifications. The tsc specialist advised the customer to replace the sample probe, reagent probe 1, and wash 1 bs probe. The customer did so, and then ran a system decontamination and cleaned the drains. Precision was run again, and resulted within specifications. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample had resulted higher during an initial run. The sample was rerun in duplicate on the same instrument, and one replicate resulted low while the other replicate aligned with the initial result. The initial result was then reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.